Event description:
An attempt was made to use the device on a patient. When the operator turned on device power, the device allegedly turned off immediately for no apparent reason. Paramedics subsequently arrived and administered defibrillation therapy to the patient. The pt was transported to the hospital and later expired. The customer indicated the alleged malfunction did not cause or contribute to the patient's death.